Event description:
86 yr old lady admitted for removal of intraocular lens beacuse of chronic bleeding and chronic pain associated with the lens. On removal the lens was eroded and broken. The lens has been sent to MFR for eval. Lens was implanted in 1983.